Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue was cosmetic damage to the front panel and base assembly. The front panel and base assembly were replaced on the device.